Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the handle was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. A manufacturing evaluation was completed: one handle with quick coupling was returned for evaluation. The blue handle is broken into two pieces approximately 15 millimeters from the dowel pin location opposite the quick connect. The handle is broken as stated in the complaint. Dimensional checks were not performed at this evaluation because the device is not intended to allow disassembly without further damaging or destroying the relevant features. A hardness check was not performed because the handle material is plastic and does not get heat treated. The material was checked and found to be correct. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4); the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver handle for the handle with small quick coupling is broken where the pin is. Reportedly, the device was received already broken in the packaging. There was no patient or case involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the drawing 311_43, rev. M for the handle with quick connect was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The handle of the returned screwdriver is broken as stated in the complaint description. The screwdriver shows no signs of wear or use; this is consistent with the claim that it was received broken in the package. The condition of part matches the complaint description so the complaint is confirmed. The part¿s condition is likely the result of mishandling or some incident during shipping and not an issue with the design. The low occurrence rate supports that this incident was an anomaly and that the design did not contribute the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.